Event description:
A report was rec'd that stated a tracheostomy tube was correctly placed in a premature patient with tracheomalacy and glottis stenosis. It was reported that the tube was attached to the patient with a rope. The patient was later found not breathing and the tube was found to be out of the patient. The customer described that when the device was found it was hidden behind the rope and the customer could not see that the device was out of the trachea. The customer reported that the child stopped breathing for fifteen minutes and subsequently died.

Manufacturer narrative:
Covidien has requested that the device be returned to complete an investigation. Add'l info has also been requested. (B)(4).

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection was performed on the sample received and it was observed the cannula is assembled properly according to drawings and a dimensional test was performed; all the readings were within specification, therefore no failure mode was observed in the received sample.